Event description:
I use the dexcom g7 cgm. The green and white over sticker that comes with it is awful. Today, as has happened several times, when trying to use the over sticker, when you try to peel off the hard green plastic, it removes the entire sensor.